Event description:
It was reported that the patient had a gynecological procedure in 2004 to treat stress urinary incontinence and mesh was used. The patient had a hysterectomy in 2006. In 2009, she learned that the mesh had eroded into her bladder and required a catheter to drain urine. She had mesh removal surgeries in (B)(6) 2010. She continues to experience pain, incontinence and dyspareunia. She will undergo another surgery to remove additional mesh. No additional information was provided at this time.

Manufacturer narrative:
Dyspareunia. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.